Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per nurse manager, there are squiggly lines at the bottom of the screen causing an unclear image.

Event description:
Per nurse manager, there are squiggly lines at the bottom of the screen causing an unclear image.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unclear image is confirmed. The scanner shows rain like image at the bottom and it is cause by a bad 20mm gt probe. The root cause of the reported issue of unclear image was identified as a probe failure. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.